Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hardware low level failures and motor arm failed self-test from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 63 noted in the formatted history file due to cold solder joints at the keypad assembly. No pump error 64 occurred during our testing or could be located in the formatted history file. The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The motor was tested outside the device and passed. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.